Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large for which biosense webster¿s product analysis lab (pal) identified a hemostatic separation issue. It was initially reported by the customer that it was impossible to make the guide wire go up in the sheath, the guide remained stuck. No patient consequence. The issue occurred during prep and there was no damage to the sheath or dilator. It was reported there was a complete block/obstruction because there was an occlusion when trying to irrigate the sheath. The customer¿s reported issue of obstructed sheath is not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 18-apr-2023, the bwi pal revealed that a visual inspection of the returned device found hemostatic valve was dislodged and broken inside of the hub component. These findings were reviewed and the issue of hemostatic valve dislodgement was assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged and broken inside of the hub component also the dilator was returned and it was found in normal condition. Then a microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The valve dislodgment could be related to the obstruction reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).